Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the unit was not functioning during a setup involving an olympus se lithotripsy system. There was no patient involvement reported.